Event description:
The manufacturer became aware of a published article titled ¿outcome after open reduction internal fixation of acetabular fractures in the elderly¿. Allegedly, the author indicated that (1) patient required revision surgery due to failure of internal fixation (broken implant).

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of a ¿revision surgery due to failure of internal fixation (broken implant)¿ could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition is unknown